Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 07/04/2016. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned articulating arm found that the reported event was related to a mechanical issue. The arm did not pass testing with a vertical pull at 12.3 in lb, horizontal left at 9.4 in lb, and right at 9.4in lb. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.